Event description:
It was reported to baxter (B)(4) that a half day infusor device had experienced a leak, which was observed before use. The device had been filled with desferrioxamine. Upon evaluation by a baxter technician, it was discovered the leak was caused by a ruptured reservoir. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.